Event description:
Spontaneous communication from patient reporting a pump beeping with an error message on high pressure on display on (B)(6) 2022. Patient troubleshooted by changing the battery, new extension set, and checked for any twist, knots, kinks in the extension set. Patient was advised to place the cassette on the back up pump and the same error message displayed. Patient made a new mix and was able to prime and start infusion without further issues. No side effects reported at the time of call. Patient was unable to locate serial number on both pumps. Pump expiration date not provided. Pharmacy to ship replacement pump. No other details known. Patient stated that the error message was due to malfunctioning cassette and not the pump since the issue was resolved after switching to a new cassette, however pharmacy is also sending replacement pump. Patient did not provide any lot number or expiration date for the malfunctioning cassette. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of pump when alarm occurred is unk. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette/ yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; reported to (B)(6) by pt/caregiver.